Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was explanted and replaced with competitor due to dislodgment. The patient was stable pre, during and post procedure and was discharged without issues.